Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, it was observed that the sponge was fully separated from the minicap. Upon conclusion of the investigation, the cause of the reported issue was undetermined. A CAPA has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a sponge was completely separated from a minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.